Manufacturer narrative:
The tech replaced the bed exit tape switch to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Tech alleged that the bed exit did not alarm. No injury reported.